Manufacturer narrative:
Per the ccp, the power supply was on alternating current (a/c); they did not test the function of the battery back- up prior to case, they do not discharge the batteries, there was no visual damage to the power cord or battery module, and this is a back up unit.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The field service representative (fsr) was able to evaluate the system to identify that the batteries were indeed depleted and unable to accept recharging. The fsr discovered that these batteries were not replaced in (B)(4) 2014 per the two year replacement schedule. The fsr notified the customer that the batteries were depleted and would no longer provide backup in case of emergency, as well as the batteries were not replaced per scheduled maintenance and should be replaced immediately. The customer has chosen not to repair and/or service the system at this time, as per the fsr, the customer is purchasing a replacement device. The customer has been using a third party contract services since (B)(6) 2013 for all maintenance. The maintenance information provided by the perfusionist (ccp), as well as the cancellation of the manufacturer's service since 2013, indicates that proper routine maintenance has not been performed by the customer and contracted technicians. No additional action will be taken at this time.

Event description:
After use of the device for a cardio pulmonary bypass procedure, the user reported that the perfusion system base was not charging and the red light kept blinking. There were no reported adverse consequences to the patient.